Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that errors "b30" and "e216" occurred. The intended procedure was completed with no impact to the patient. This report is submitted due to a report of a "b30" error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the service department reported that the scope connector contacts were cleaned, but the problem was not resolved. Therefore, it was likely that some contact failure such as damage to the scope connector resulted in signal transmission failure, leading to b30 error and e216 error. However, since the product has not been returned, the root cause has not been identified. It was noted that b30 error and e216 error are errors that occur when communication between scope-light source-processor is poor. Olympus will continue to monitor field performance for this device.